Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bacterial infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and migration.

Event description:
Patient reported "removal due to pseudomonas aeruginosa a flesh eating infection that ate away patients breast and nipples", "implants were going down and were moving out of place" and "implants were too big". Patient was prescribed with antibiotics. This record is for the right side. The device was explanted.